Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump made a strange noise during the rewind process. The customer's blood glucose was unknown. Customer declined to return the insulin pump at the time of the call.